Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed.

Event description:
The patient underwent a long exam with the innova igs 520 vascular system during which he has received a high x-rays dose that could lead to a serious injury after few weeks.